Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in massachusetts reported that the gas outlet port of an rd900aeu neopuff infant resuscitator was broken.